Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 566 mg/dl. After troubleshooting, customer was advised that no delivery was caused by set / reservoir occlusion. Customer was also advised that infusion set would be replaced and to call if issue re-occurs. No further information provided.